Event description:
It was reported that post implant the implantable cardiac monitor exhibited oversensing. The device remained implanted and the patient would continue to be monitored. The medical condition of the patient was good.